Event description:
An alarm was heard and also confirmed by telemetry. Telemetry confirmed a critical alarm was occurring for "reset occurred- low battery" and it was noted that "safe state occurred." The logs showed 15 resets, half associated with low battery, one patient reconfiguration, two pump in safe state, all this happening since (B)(6) 2014. The logs showed "safe state occurred" on (B)(6) 2014 after a reset ¿ low battery (2b) on 11/5, then a clock set (22) on (B)(6) followed one minute later with a blank entry with code (18). After the safe state logs show pump restarted (16) on (B)(6) at the same time as the safe state. The other safe state occurred on (B)(6) after a reset ¿ low battery occurred, but 5 min after the safe state, reset occurred shows. There was a third safe state after explant when the manufacture representative interrogated the pump and most of the pump fields were grayed out in the clinician programmer. It was unknown if there were any emi was a factor, nor MRI. There is no motor stall reported although there is one entry showing motor stall recovery occurred ((B)(6) at 20:15). It was noted there was still 21 months remaining on elective replacement indicator (eri). The original pump had been set to deliver 449mcg/day simple continuous. The patient described a series of events with return of symptoms. Symptoms associated with event were: return of spasticity symptoms with pain. It was noted that with pump restarts, the patient had improvements, then symptoms returned again. The patient went to the ER at the worst this past weekend, which led to the decision by the physician to replace the pump as soon as possible (asap). The original pump was at minimum rate 12.2mcg/day which had been done at the ER visit. No flex dose was in use ¿ had always been simple continuous although an infusion bolus command received shows on (B)(6). No rotor study or dye study were performed. The pump was replaced on (B)(6) 2014.the baclofen came to the operating room in a "house pharmacy syringe." . The pump system was delivering compounded baclofen. The patient's status at the time of report was "alive-with injury." It was noted the manufacture representative knew the patient was alive and was not sure of injury but the patient was in the emergency room over the weekend. The manufacture representative did not know how the patient was doing now ¿ the case w ent very well technically. The physician set the new pump to deliver a reduced dose of 350mcg/day so as not to risk it being too high, it was expected the patient would spend several days titrating back up to a comfort level. Additional information received reported that the patient's status after the device was removed was "recovered without sequela."

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported the device manufacturer representative (rep) was unable to confirm what type of baclofen was in the patient's pump but though it was likely compounded baclofen. The rep advised that follow-up regarding the drug type be initiated with another rep. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: no longer applies to the event. Analysis of the pump, model# 8637-20, sn (B)(4), found a feed through anomaly; shorting across the insulator.